Manufacturer narrative:
Reporting address state: 060. Reporting address postal: 056001. Reporting institution phone: na. Reporter phone: 015511036171. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was disabled. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : the fse evaluated the device on site. Since the device is out of warranty the customer refused to repair.